Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing 14 days post implant. Boston scientific technical services (ts) discussed the potential of a connection or seal plug issue and recommended further evaluation. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.